Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection using multiple daily injections. There was no third-party assistance required. The customer reverted to an alternate method of insulin therapy.